Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 72-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and accessories used at the time of the event were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling without duplicating the report. Review of the device log found no evidence of a device malfunction. The device was recertified and returned to the customer. The clinical log file was not available for review as part of this investigation. No trend is associated with reports of this type.